Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2013, the patient's mother contacted baxter customer services and reported the following information. On (B)(6) 2012, the patient began peritoneal dialysis (pd) therapy. On an unreported date, pd therapy was withdrawn. On an unreported date, the patient was complaining about being uncomfortable for a week. On an unreported date in (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The consumer reported the cause of the peritonitis was related to the machine moving the patient's catheter out of place, leaving it sideways. Then, following a big meal, an infection occurred due to the catheter not being in place. Treatment was not reported. On an unknown date in (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from the event. The following attempts were made to obtain additional information from the nurse. Phone attempts were made (B)(6) 2013. A written request for additional information was mailed to the nurse on (B)(4) 2013.

Manufacturer narrative:
(B)(4). This is report 2 of 4. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A follow-up report will be submitted if relevant additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed and the cause was not identified because no sample was returned to baxter, the review of manufacturing records for potentially associated lots gd893164 and gd892976 revealed no issues or deviations from standard procedure, and the user did not describe any types of use errors or other device malfunctions that might have caused the reported issue.